Event description:
The customer reported the screen was black when attempting to fluoro. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported problem could not be identified. However, the interconnect cable was replaced proactively. The system was found to be working as intended.